Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection showed the device was in used condition. A review of the event history log found a high alarm displayed: cassette not attached properly. During the functional testing, the customer reported problem was not able to be duplicated, however it was confirmed in the history log. The cause of the issue was found to be an intermittent downstream occlusion (dso) sensor. The dso sensor was replaced. Service history identified that no previous repair has been noted in the past.

Event description:
It was reported that the device displayed a downstream sensor error and cassette error during testing. There was no patient involved and no patient harm/adverse event reported.